Manufacturer narrative:
Investigation underway.

Event description:
It was reported by phone message that the cot retaining post malfunctioned. It is unknown if there was patient involvement, however, no adverse consequences are reported.